Manufacturer narrative:
The insulin pump buttons all responded properly. No frozen screen was noted. The insulin pump alarmed during the self test due to a faulty component on the radio frequency circuit board. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a frozen screen and rf pic failed self-test from the insulin pump. The customer's blood glucose reading was 138 mg/dl. The customer stated that he woke up with errors on the pump. The customer stated that it worked fine last night and the pump started beeping. The customer tried to clear the alarm with the escape and act button but he received a frozen screen. The customer stated that he received the rf pic failed self-test after the buttons stopped responding. The customer was advised to remove the battery, ensure the screen goes completely blank, and then insert a new battery. The customer was also advised to program an easy bolus into the air. The customer stated that the alarm did not occur during the rewind sequence. The customer will be sent a replacement pump.